Manufacturer narrative:
Received via medwatch report number (B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump delivered a medication (antibiotic) quicker that the programmed rate. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.